Event description:
It was reported that the patient faced infusion set adhesive issue on (B)(6) 2026 as it was not sticking at site.

Manufacturer narrative:
Initial 6 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.